Manufacturer narrative:
Concomitant medical products: 5554-53 lead, implanted (B)(6) 2016. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the left ventricular (lv) lead exhibited high pacing thresholds. Testing was performed during which the patient became faint but did not lose consciousness. No programming changes were made and the lead remains in use. No further patient complications have been reported as a result of this event.